Event description:
As reported, approximately 3 years and 6 months post the initial right total shoulder arthroplasty, the patient was revised due to glenoid loosening. Everything was removed and replaced, with the glenoid being replaced by a competitor product. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.